Manufacturer narrative:
The lot number was provided for this malfunction; therefore, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0606560 chronic catheter allegedly experienced stretching and a hole. This information was received from one source. This event involved a patient with no consequences. The age, weight, and gender of the patient was not provided.